Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and showed that 10 "no disposable" alarms were recorded in history. During analysis, the customer's reported problem regarding "no cassette detected" was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after it was powered up with a disposable attached. Service will replace the downstream occlusion (dso) sensor to address the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep with cassette. It was also reported that the prime key was inoperable. No adverse effects were reported.